Event description:
The customer stated that the hi/low was drifting.

Manufacturer narrative:
The customer stated that they received an affinity 3 bed from a sister facility, and have placed the bed with hi/low drifting issue, out of service. They have chosen not to repair the bed at this time. Therefore, the issue is resolved, due to a replacement bed being utilized. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.